Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device reached elective replacement indicator (eri) earlier than expected and it was explanted. Analysis of the device confirmed premature battery depletion of underdetermined cause. Further review of the device records showed that the programmer had also inaccurately estimated the longevity of the device, though the root cause was not identified.